Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0600650 chronic catheter allegedly experienced a defective component. This report is received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.